Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak. It is unknown which device caused this adverse event, so all system components are being included on this report. Additional system components include- item #: plc231200/lot #14895489/(B)(4).

Event description:
On (B)(6) 2016 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa (excluder) endoprostheses. On (B)(6) 2019 CT imaging identified a distal type 1 endoleak on the excluder device located in the patient's left common iliac artery. It was unable to be confirmed whether the device located in the patient's left common iliac artery was the ipsilateral limb of the trunk-ipsilateral leg component, or if it was the contralateral leg component. Aneurysm enlargement was not reported. Reportedly there was no aneurysm rupture. A re-intervention to treat the endoleak was scheduled for (B)(6) 2019. On (B)(6) 2019 the reintervention was performed as scheduled. A limb extension was performed to successfully exclude the aneurysm. No aneurysm enlargement was reported. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
CT imaging evaluation completed. The CT imaging evaluation provided the following information: -the length from the lowest renal to the liia appears to measure approximately182 mm. -the length from the distal end of the device to the liia appears to measure approximately 29 mm. -there appears to be patent lumbar arteries present. -there appears to be contrast visible outside of the implanted device on the delay phase. -there appears to be a lack of wall apposition at the distal end of the device. -findings consistent with a distal type 1 endoleak. CT imaging evaluation detected no device problem. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak.